Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/05/2020, a distributor of infutronix reported a tubing bonding issue. The user facility contacted the distributor on 06/05/2020, stating that "an administration set model hs004 lot 1908006 there is a break in the infusion tubing that was noticed when the cassette was removed from the bottom of the pump." Device operator was a patient. Medication infused fluorouracil. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
A service provider of infutronix provided the visual inspection for the affected administration set on 01/20/2021. Visual inspection confirmed that the set was disconnected on the right side of the cassette. The reported issue was confirmed. The tubing disconnected from the distal end of the cassette module.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00009.